Manufacturer narrative:
H3: product analysis confirmed, contamination was observed on the cuff balloon and distal portions of the tube. A syringe was used to inject 15cc of air into the cuff and the cuff deflated immediately. A leak test was performed, and bubbles (leakage) were observed in a distal portion of the cuff. Under magnification, a small puncture was observed in a distal portion of the cuff adjacent to the blue with white stripe trace pad. The complaint was confirmed, due to an out of specification condition. H6:previous codes b17,c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, the device worked as intended prior to use. The patient begin ¿gurgling and bubbling¿ from their mouth immediately after being intubated. The tube leak was slow. Unable to deliver full tidal volumes. There was no decrease in oxygenation or patient harm. The patient height was 5¿11.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hemithyroidectomy, the patient was intubated and there was a gurgling sound followed by saliva bubbling in the patients mouth. It was determined that there may be a leak in the cuff and the patient was extubated and reintubated with a new 8.0 trivantage tube. It was stated the cuff may would have hit the patients tooth on initial intubation of the first ¿defective¿ tube. The procedure was completed with backup product. The procedure was extended for five minutes. There was no patient injury.